Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H10, remove MDR codes: 2199 and 4582.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high"; however a specific value was not provided. Customer used a manual dose injection (mdi) to address bg level and continued to use mdi as backup insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting off. There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.